Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt), the surgeon pulled out the device from the pt and observed that a piece of the tip was hanging on the electrode loop, but remained secured. The surgeon removed the inner sheath from the outer sheath to drain the bladder and it was reported that two plastic pieces were effectively irrigated out. The intended procedure was successfully completed with another similar device. There was no pt injury reported. The pt tolerated the procedure well and was taken to recovery in stable condition.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, a supplemental report will be submitted.